Event description:
The customer contact reported that upon incoming inspection of the device prior to clinical use, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.